Event description:
It was reported that during a meniscus repair surgery, the t2 anchor of the fast-fix 360 pre-deployed. T1 was removed from the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h6: one fast-fix 360 curved needle delivery system device was used for treatment but was not available for evaluation. Due to unavailability, evaluation was limited. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned without anchors or suture. The device is outside of original packaging. The deployment needle is in the t2 pre-deployment position indicating the device actuated once. A functional evaluation confirmed the device was in the t2 pre-deployment position. The device functioned as expected. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.